Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted on (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a confirmed fracture. High thresholds, oversensing, high impedance, noise and loss of capture were also noted. Lead detections were turned off and sensitivity was adjusted. Ultimately the lead was partially explanted and replaced. No patient complications have been reported as a result of this event.